Event description:
Drug / diluent: bupivacaine 0.5%. Fill volume: 350 ml. Flow rate: 4.0 ml/hr. Procedure: bilateral augmentation revision. Removal of leaking and non-leaking silicon implants. Cathplace: sub pectoral. Patient had augmentation surgery and a pump placed on (B)(6) 2012. The pump was discontinued on (B)(6) 2012. The patient started to experience hepatitis like symptoms. Patient had local toxicity. On (B)(6) 2012, patient had fever of 102 degrees and fatigue. Severe itching and jaundice symptoms began on (B)(6) 2012.

Manufacturer narrative:
Method: the sample will not be returned. Results: without the actual product, an analysis cannot be conducted. Although the relationship between our pump and the reported complaint is uncertain; the patient's reported symptoms indicate that the patient may have suffered drug induced hepatitis. Conclusions: if additional information pertinent to this event becomes available, I-flow will submit a follow-up report. Medications that were administered to the patient: marcain .5% (2.5ml each side), bupivacaine .5% (in pump) 4ml/hr, lidocaine 1% w/epi. 10ml, fentanyl, hydrocodone 10mg w/ tylenol 350mg, zofran 8mg, flexeril 20mg.